Manufacturer narrative:
On 20 february 1998, follow-up info was received. The symptoms resolved in 5/1997.

Event description:
Pt received her first treatment into a scar at the right nasolabial fold and oral commisures on 2/19/97. There was immediate redness and swelling at the treatment sites which was believed by the physician to be related to the injection procedure. The redness and swelling resolved spontaneously (date unknown). On 3/4/97, the pt was seen with scabby pustular lesions at both oral commissure sites; the exact date of onset was unknown. On 3/6/97, the symptoms persisted; topical westcort cream was prescribed. On 3/7/97 the lesions persisted; the physician diagnosed herpes and prescribed oral valtrex and topical nerisone cream (cortisone and salicylic acid). On 3/10/97, oral commisures were slightly swollen and red. On 3/14/97, oral commissures were red, swollen and inflamed and white purulent material spontaneously drained from the areas. Culture and sensitivity was negative; no pathogens were detected. The physician injected intralesional kenalog 5mg/ml; a diagnosis of hypersensitivity was given. On 3/19/97, sites were indurated with superficial pustules; the kenalog did not improve the symptoms; the topical antibiotic fuciden was prescribed.